Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 450cc mentor memorygel breast implants experienced bilateral ruptures and bilateral capsular contracture (baker grade unknown) post procedure. These issues were accompanied by pain. The ruptures were confirmed through magnetic resonance imaging. As a result, the devices were explanted on (B)(6) 2020. See 1645337-2020-13439 for contralateral prosthesis report.